Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08may2020.

Event description:
The customer reported a proximal sensor range error. The unit was in clinical use, but there was no patient harm.

Manufacturer narrative:
G4: 19jul2020 b4: (B)(6)2020 the determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:23dec2020. B4:31dec2020. The field service engineer (fse) reported that "proximal pressure sensor range error" frequently occurred. The (fse) reported issue was unable to be confirmed by an operational check performed. The (fse) also identified the measured oxygen concentration was 93.6% when the setting was 100% at oxygen concentration accuracy test and illumination failure in the power light emitting diode (led). Since there was an occurrence of the " proximal pressure sensor range error" in the error record, the data acquisition (da) board watching pressure was replaced by the (fse) to prevent a recurrence. The device was in clinical use, no patient or user harm reported. They swapped out the ventilator, there was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:27jan2021. B4:02feb2021. The data acquisition board was returned to manufacturer for failure investigation (fi) analysis. The data acquisition (da) pcba was tested and no failures were identified. Conclusion. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.